Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. The battery life decrease from 47% to 11% in 6 months. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. A boston scientific technical services (ts) consultant recommended device replacement. This s-ICD remains in service and is scheduled for an explant. No adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.